Event description:
It was reported that pump displayed temperature alarm while charging and customer was using tandem charging supplies, with no exposure to extreme temperatures. There was no adverse impact to the customer's blood glucose level. Customer contacted support, and technical team arranged replacement of pump and charging supplies. Customer reverted to an alternative method of insulin therapy.